Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10 corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) malfunctioned. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b5, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/27/2020. An investigation was conducted on 04/10/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was not dis-engaged. The seal and tension spring assembly was observed to be inside the delivery tube, but not in its normal position. The seal and tension spring assembly was removed from the delivery device. No visual defects were observed. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specification. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported, however the analyzed failure "fitting problem" was confirmed.